Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) level of 49 mg/dl. Reportedly, the customer works late and moves around a lot before finally consuming food. To treat the low bg level, the customer consumed glucose tablets. Additionally, the customer's health care provider adjusted the pump settings to resolve the issue.